Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -17.0/+1.0./x180 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to excessive vaulting and elevated intraocular pressure.

Manufacturer narrative:
Corrected information: report source: "user facility" to " distributor". (B)(4) . Additional information: the lens was explanted on (B)(6) 2016 with a shorter lens and this resolved the problem. On (B)(6) 2016, the patient's post-operation best-corrected visual acuity was 20/20. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the presence of foreign material on the lens surface. (B)(4).